Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, it was found the implantable cardioverter-defibrillator exhibited right ventricular oversensing episodes that occurred because of pseudo-pseudo fusion. Programming changes were discussed. There were no reported patient symptoms and the patient would be monitored.